Manufacturer narrative:
Subsequently, the patient in this case passed away from multi-organ failure. The field representative confirmed the physician alleged no product malfunction as a cause or contributor in the patient's death. No return of any product is expected.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system was hospitalized for pneumonia and sepsis. While hospitalized the patient experienced multiple atrial and ventricular episodes. The physician elected to perform a commanded shock in an attempt to convert the patients atrial tachycardia rhythm. After the shock was delivered a code 1004 was displayed indicating that a short circuit condition was detected during shock delivery. Additionally it was noted that pacing thresholds had increased. Boston scientific technical services (ts) was consulted and troubleshooting and device replacement, were recommended. No revision has been scheduled at this time due to the patient's condition. This ICD system remains in service. No additional adverse patient effects were reported.